Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the drawer latch, solenoid of the main cabinet was causing the station not to boot up. A field service engineer replaced the solenoid, controller boards and the drawer interface board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was emitting smoke. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.